Event description:
The site contacted berlin heart inc. (Bhi) clinical affairs (ca) on 2026-05-21 to report a blood pump "disconnection" event that occurred on (B)(6) 2026. When the patient was returning from a walk to the room, the patient's father removed the patient from the excor active stroller and placed the patient on the floor on her knees while connecting the driver to the wall power. As the father turned to plug in the driver, the patient screamed. When the father turned back, he observed that the lvad outflow cannula had "popped off' from the connecting set. The medical team responded immediately to the emergency call. The reported cannula was confirmed to be disconnected. The cannula was clamped, the patient was intubated, CPR was initiated, and the massive transfusion protocol was activated. The site reported that no cable tie was present on the outflow cannula at the time of assessment. Upon examination of the cannula reportedly showed no evidence of damage or breach. Following reconnection to the patient's existing excor blood pump, the patient was hemodynamically stabilized. The site identified a "broken cable tie" found in the floor. A head CT was obtained reportedly showed no evidence of air emboli or infarction. Based on the updated report on the next day, the patient had recovered and was extubated.

Manufacturer narrative:
The excor accessory set pu valves including cable ties (lot no. 00151939) was in use on the patient (B)(6) 2025 until the time of the event on (B)(6) 2026. The event occurred on (B)(6) 2026, which is (348 days) after the accessory set was placed on the patient being supported with an excor active driving unit. We have reviewed the device history record (DHR) of the accessory set lot no. 00151939. This product was produced according to our specifications. A detailed investigation report will be provided as soon as it is available.